Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient unable to full charge the ipg. The patient underwent a battery replacement procedure and was doing well post operatively.

Event description:
It was reported that patient unable to full charge the ipg. The patient underwent a battery replacement procedure and was doing well post operatively.